Event description:
It was further reported that the patient was to have a replacement on (B)(6) 2013. However, it wasn't identified which or both devices were to be replaced. Additional information has been requested regarding this; a follow up report will be sent if additional information is obtained.

Event description:
It was further clarified that only one stimulator was replaced. The serial number was unknown. The patient was receiving effective therapy.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced a lack of stimulation for "approximately three months" prior to report. The patient reported having fallen "around the same time as not being able to feel stimulation." The patient's implantable neurostimulator was unable to be "recovered out of overdischarge." Additional information has been requested. A supplemental report will be filed if additional information is received. Please see MFR report # 3004209178-2013-03541 for information on the patient's other device.

Manufacturer narrative:
Product ID 39565-30 lot# serial# (B)(4), implanted: 2008 (B)(6), product type lead product ID 39286-65 lot# serial# (B)(4), implanted: 2011 (B)(6), product type lead product ID 37752 lot# serial# (B)(4), product type recharger product ID 37743 lot# serial# (B)(4), product type programmer, patient product ID 37743 lot# serial# (B)(4), implanted: 2008 (B)(6), product type programmer, patient product ID 3708120 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID 3708120 lot# serial# (B)(4), implanted: 2011 (B)(6), product type extension product ID 3708120 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension product ID 3708120 lot# serial# (B)(4), implanted: 2008 (B)(6), product type extension. (B)(4).